Event description:
It is reported that the patient was revised due to pain and loosening. It is also reported that the patient underwent manipulations on (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
This report will be amended when our investigation is complete. This event was previously reported under manufacturing report number 1822565-2014-00068.